Event description:
Reporter indicated that a pt would experience recurrent laryngeal nerve stimulation and dysphagia when the physician would try to increase the pt's settings. The physician decreased the settings; however, the pt wanted the device removed. Good faith attempts to obtain additional information from the pt's neurologist have been unsuccessful to date. The pt's device has been explanted and was discarded in the or, therfore, product analysis cannot be performed.